Event description:
The patient was a female. The target lesion was lcx. The lesion was a de novo, slightly calcified and slightly tortuous. There was 90% stenosis. Pre-dilation with a balloon (lacrosse 2.5/15mm) was conducted and then cypher (3.0/18mm) was delivered to the distal end of lcx, but it did not cross the target lesion. When the cypher was retrieved from the patient, the physician felt friction and the stent became flared at the proximal end. Therefore, a different stent (micro driver 2.25/8mm) was implanted at the distal end of lcx and then 2 cyphers (3.0/18mm and 3.0/13mm) were implanted at the proximal end of lcx. The procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis because the product was discarded by the hospital due to the patient's infectious disease. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
Foreign cypher product is not distributed in the us; however, it is similar to us distributed cypher product.